Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, pacing threshold that increased suddenly to high with a possible fracture. The rv lead will be replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, no ventricular sensing integrity counter (sic) or relevant ventricular-non sustained episodes on save to disk file. Rv pace impedance steady at 750 ohms through (B)(6) 2014, rises out of range, greater than 3000 ohms starting (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.